Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection had reportedly resolved. Programming adjustments were made and improvement was noted. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues and infection at the incision site. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient was prescribed antibtiotics (type unknown)